Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The returned screw is in fair condition. There are no obvious cosmetic issues. There was no issues were found during dimensional analysis; all features met specification.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the matricmandible screw produced a chip as the screw was being inserted through the plate. Reportedly the retention of the screw was correct.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.